Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. After pre-dilation, the 3.5x18 xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, after post-dilation, a distal edge dissection was noted. Therefore, another xience skypoint stent was implanted to treat the dissection. No additional information was provided.